Manufacturer narrative:
Investigation: received one used nexiva 18ga unit from the lot number 7045667. The unit had bodily fluids/meds from catheter tubing through the extension tubing and on the outside of the winged adapter. Upon visual/microscopic evaluation, observed a kinked/flat area in the extension tubing located at the clear port of the winged adapter. The extension tubing was not seated properly inside of the luer adapter. Also, observed there was a hole in the ex-tension tubing near the kinked tubing a water/air leak test was performed using a lab supplied iso luer slip connection test fitting. Leakage was observed coming from the kinked area and the hole in the ex-extension tubing. A DHR review was performed on lot #7045667 and it was concluded that all required challenges samples and in process testing was performed, in accordance with the set-up and in-process sampling plans. The defect was confirmed with the returned used unit and based on the testing (water/air leak test) that was performed on the returned unit. Kinked extension tubing at the catheter adapter can occur during the manufacturing process on zone 8 at the adhesive dispense station if the catheter adapter is misaligned during the insertion of the extension tube. Witness marks on the tubing near the hole indicate that the hole was a result of the kinked tubing. The kinked state of the tubing added abnormal stress to the material at the kink pinch point. Such stress can lead to the formation of defects in the tubing, such as the hole seen in the returned unit. Current process controls include routine leak testing after zone 9 as well as a 100% online flow tester in zone 8. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. The customer's experience was both confirmed and reproduced with the returned unit. The extension tubing had kinked at the port of the catheter adapter, creating a leak path.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 18 g x 1.25 in. (1.3 mm x 31 mm) bd nexiva¿ closed IV catheter system leaked when starting IV. There was blood exposure but healthcare professional was wearing personal protective equipment and there was no injury or medical interventions needed.